Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the stylus of the programmer was not working and the screen of the programmer was unresponsive and was unable to be navigated. It was noted that in troubleshooting the stylus was plugged out and in again and the programmer was rebooted and power cycled multiple times however the issue remained. There was no patient involvement.